Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and rupture of the inferior vena cava (ivc). The patient additionally reported becoming aware of filter fracture approximately nine years and five months post implant. The patient also reported experiencing severe anxiety and depression due to pain post implant as well as numerous visits to the doctor because of the filter. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Without images or procedural films for review, the reported ivc perforation, filter fracture and rupture events could not be confirmed nor further clarified, and the exact cause could not be determined. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the information received in the patient profile form (ppf), the patient reports fracture of the filter, becoming aware of this event approximately nine years and five months after the filter implantation. The patient further experienced severe anxiety and depression due to pain post implant as well as numerous visits to the doctor because of the filter.

Event description:
The information provided in the post procedure notes indicates that the patient was implanted with a trapease inferior vena cava (ivc) filter. Procedural details were not provided. Five days after the filter was implanted, the patient underwent a cystoscopy, right retrograde pyelogram and right kidney stent placement. A preoperative diagnosis of right pelvic junction (upj) stone, right hydronephrosis, flank pain and retroperitoneal bleed was noted at the time. Per the medical records, the patient had been admitted to the hospital for deep vein thrombosis (dvt) and was noted to have right upj stone and had been having flank pain for about three weeks. The patient was evaluated in the emergency room and was able to be discharged home but developed right retroperitoneal bleed while on anticoagulation and was off anticoagulation with stability of the bleed. According to the amended patient profile form (ppf), the patient underwent removal of the filter approximately nine years and seven months after the filter implantation. Removal procedure details were not provided. It was also further clarified that the ivc filter did not fracture as it was previously reported.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and rupture of the inferior vena cava (ivc). The patient additionally reported becoming aware of filter fracture approximately nine years and five months post implant. The patient also reported experiencing severe anxiety and depression due to pain post implant as well as numerous visits to the doctor because of the filter. According to the medical records provided, the patient was admitted to the hospital with deep vein thrombosis. Five days later a trapease inferior vena cava (ivc) filter was implanted. The indication for the filter implant and procedural details were not provided. Five days post implant the patient underwent cystoscopy, right retrograde pyelogram and right stent placement. Five days after the filter was implanted, the patient underwent a cystoscopy, right retrograde pyelogram and right kidney stent placement. The preoperative diagnosis was right ureteropelvic junction (upj) stone, right hydronephrosis, flank pain and retroperitoneal bleed. Per the medical records, the patient had been admitted to the hospital for deep vein thrombosis (dvt) and was noted to have right upj stone and had been having flank pain for about three weeks. The patient was evaluated in the emergency room and was able to be discharged home but developed right retroperitoneal bleed while on anticoagulation, at the time of the cystoscopy the patient was off anticoagulation and the bleed was stable. According to the additional information provided the filter was removed approximately nine years and seven months post implant, the details were not provided. The information also further clarified that the ivc filter did not fracture as previously reported. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Without images or procedural films for review, the reported events could not be confirmed nor further clarified, and the exact cause could not be determined. As reported the patient was noted to have had a retroperitoneal bleed which improved while off of anticoagulants. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with perforation and ruptured of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation and rupture events could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from perforation, rupture of the inferior vena cava (ivc) and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.